Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and the device failure could not be duplicated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The ascent healthcare solutions' instructions for use states: "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that during the procedure, the harmonic scalpel cut through the tissue, but would not coagulate. There was no patient injury reported.